Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Event description:
According to the patients statements, on july 6th he went down the 4-step staircase in front of his house (dry and warm weather). He put the prosthesis in front of him and when he put his healthy foot in place, the prosthesis yielded. The result was a fall with minor injuries and bruises. Since then the joint has reported an error. Walked down 4 steps in front of the house with a walking stick and handrail, placing the prosthesis first on the lower step, as always. Then when the healthy leg was pulled, the prosthesis buckled unexpectedly. No open wounds, but bruises: right upper arm and elbow, right hip. The right shoulder is painful and the patient is concerned because he already had shoulder surgery. Recommendation made that he should see a doctor about the shoulder! The patient "only" complained after the fall because the noise made by his kenevo seem a little strange. On friday, at the exchange appointment, he only reported injuries when asked and he was concerned that his shoulder, which had already been operated, might have been damaged. His ambitions to see a doctor were not particularly high. That's why I asked him to go just to be on the safe side. The patient was at his doctor at the end of july and was prescribed physiotherapy for the time being. The x-rays were normal. If physiotherapy does not work, an MRI is done after the treatment to look for the cause.